Manufacturer narrative:
Result: the catheter is fractured approximately 145.5 cm from the hub. The break site shows evidence of material deformation and stretching of the polymer shaft of the catheter. Conclusion: the complaint has been evaluated. The complaint indicates tip protector/shaping mandrel would not come out of the catheter tip during device preparation. The catheter tip shared off while attempting to remove the shaping mandrel. Evaluation of the returned device confirmed a fracture in the distal shaft of the catheter. This damage was likely caused by pinching the tip of the catheter against the shaping mandrel while attempting to pull the mandrel from the catheter. The dimensions for both the mandrel od and catheter tip ID were measured were within specification. If the catheter tip is pinched onto the mandrel during removal, this type of damage is likely to occur. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a px slim delivery microcatheter. During preparation for the procedure, the physician attempted to remove the tip protector from the tip of the px slim delivery microcatheter; however, met resistance. The physician continued to pull the tip protector until the px slim delivery microcatheter stretched and broke at the distal end.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.